Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced intermittent audio output. Patient also claimed that buttons were not always responding. Dexcom has requested the device to be returned for testing but has not received the device as of (B)(6) 2013.